Event description:
Patient's hip was revised for pain. Femoral head was exchanged with a universal adapter sleeve and universal ceramic head. Corrosion was noted on the femoral trunion and femoral head.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding corrosion involving a 6260-9-236 v40 femoral head +5, 36mm was reported. The event was not confirmed. Method & results: -device evaluation could not be performed as the subject device was not returned. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: a complaint history review was not performed as no device specific failure modes were identified. Conclusions: the event could not be confirmed nor the root cause of the reported revision surgery determined due to the minimal information received. The clinical indication for the revision was not provided.

Event description:
Patients hip was revised for pain. Femoral head was exchanged with a universal adapter sleeve and universal ceramic head. Corrosion was noted on the femoral trunion and femoral head.